Event description:
The device was used during an unknown procedure. There was a leakage. There was no consequence to the pt.

Manufacturer narrative:
H6; g4: added additional info, info not available, device not returned for analysis.